Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of eri (elective replacement indicator) 41 months post implant. Premature battery depletion is suspected. The device remains implanted pending physician evaluation.